Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip and cracked case reservoir tube window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 113 mg/dl. The customer reported that crack was seen on backside of insulin pump and on reservoir. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.